Event description:
It was reported that, premature battery depletion was suspected on the device. The device was interrogated and the device was not pacing. The device was explanted and replaced to resolve this event. The patient was stable.

Manufacturer narrative:
The event of premature battery depletion was not confirmed. The event of no low voltage (lv) output was confirmed. The device was at end of service (eos) level upon receipt. Analysis of the device image indicated the device was programmed to high output settings and the autocapture feature was enabled. Further testing after cutting open the device revealed the battery at end of life (eol) level and caused the low pacing impedance noted in the field. The hybrid was tested with a new battery and no anomaly was noted. Longevity assessment was performed, and device has exceeded the total projected longevity and is considered normal battery depletion.

Event description:
Additional information was received hat decreased pacing impedance was noted on the device.